Manufacturer narrative:
Na

Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The ventilator was not in use on a pt. Therefore, there was no pt harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating an inhalation autozero failure as well as a +24 volt failure. The service technician replaced the sensor pcb to address the vent inop finding, and the external battery & backup battery for the +24 volt failure finding. Performance verification testing was completed and all tests passed per operating specs.